Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels and no delivery issues. The customer's blood glucose level at the time of hospitalization was 800mg/dl, and had gone up to 1000mg/dl. The mother states they would call back at a later time due to doctor having walked in to room during call.